Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08973. It was reported that stent thrombosis and myocardial infarction (mi) occurred. The patient presented with unstable angina. The 90% stenosed, 45mm in length, eccentric, de novo target lesion was located in the non-tortuous, severely calcified, 4.0mm in diameter with 2.5mm minimum lumen diameter mid to distal right coronary artery (rca). A non-bsc guide wire was advanced but failed to cross the lesion. Another non-bsc guide wire was advanced to cross the atrioventricular nodal branch of the rca and intravascular ultrasound (ivus) was performed which only revealed a proximal lesion. Pre-dilatation was attempted first, but a non-bsc balloon catheter failed to cross the lesion. The mid rca was dilated once at 14 atmospheres, but the non-bsc balloon catheter still could not cross the lesion and was then removed from the patient. Another dilatation was performed 4 times with a 2.5x10mm non-bsc scoring balloon catheter at 10 to 16 atmospheres for 20 to 30 seconds in the mid to distal rca. Since the distal lesion could not be observed due to lesion condition in the mid rca, a 3.50 x 24 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. A 5.5f non-bsc guide extension catheter was then inserted into the mid rca and the 3.50 x 24 synergy¿ stent was able to cross the lesion and was deployed by inflating the balloon 3 times at 16 atmospheres for 20 seconds. Anchor technique was performed in the implanted synergy, and the non-bsc guide extension catheter was attempted to advance further but failed. Ivus was performed, and the ivus catheter was advanced to the distal rca and the lesion was observed. The eccentric calcification was confirmed in the mid to distal rca during the ivus. The non-bsc guide extension catheter was advanced to the distal stent area in the mid rca, and then a 3.50 x 28 synergy¿ drug-eluting stent was deployed by inflating the balloon 4 times at 16 atmospheres for 20 seconds. Final ivus was performed and confirmed that eccentric calcification was flattened and the blood vessel diameter was opened enough, and the procedure was completed. However, during follow-up two months post index procedure, stent thrombosis was noted within the two synergy stents and mi was confirmed as well. Aspiration was performed and a balloon catheter was then advanced and inflated at 14 atmospheres for 20 seconds. No reflow was noted. Aspiration was additionally performed. Then, intra-aortic balloon pump (iabp) was inserted and percutaneous coronary intervention (pci) was performed. No further patient complications were reported and the patient's status was good.